Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the device found the pump in good condition. A review of the event log found no disposable alarms recorded and found occurrence of high pressure alarms. Functional testing involved simulated use testing and was unable to reproduce any alarm conditions. Functional testing involved sensor verification testing and found all alarms within manufacturing specifications. Functional testing involved delivery accuracy tests and found accuracy within manufacturing specifications. Based on the evidence, no fault was found and the root cause was unable to be confirmed.

Manufacturer narrative:
(B)(6). Manufacture date was unable to be determined based on the information provided.

Event description:
It was reported that during use of this cadd-legacy® plus pump, while infusing, the pump alarmed "no cassette attached." Subsequently, another pump was used. During set up, this second pump alarmed "high pressure." The patient was then urgently hospitalized. The clinical consequence to the patient were unable to be obtained.

Manufacturer narrative:
Corrected data: the date the reportable information was received for this file is july 31st 2017, not july 27th as originally reported. The aware date for this correction MDR is (B)(6) 2017.